Event description:
Caller alleged inaccuracy with inratio. Results as follows: date: 04/2007; inratio: 1.2; lab: >8.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 04/2007; inratio: 1.2; lab: >8.0; mean: na; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limit cannot be determined. Products will be tested when returned. Per text, "pt called in for medical intervention as per the nurse." This is adverse event case. Per text, "the pt has multiple myeloma and some other medical issues that the nurse did not share and the pt has multiple myeloma."